Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while tying the knot during a bowel resection, the first suture broke and the second suture did not came out of the reel properly.